Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , confirmed driveline wire damage. The submitted log file contained data from (B)(6) 2020 and captured two low speed advisory alarms on (B)(6) 2020 when pump speed briefly dropped as low as 3800 rpm. These events were immediately preceded by a high motor current event and both low speed events occurred while the system was supported by the mobile power unit (mpu). Furthermore, during these events, pump power was noted to be slightly elevated. No other atypical alarms were noted. For the remainder of the log file the pump maintained a speed above the low speed limit and appeared to be functioning as intended. The pump was returned assembled. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and outlet elbow were returned attached to the pump¿s outlet port. Additional segments of the outflow graft were also returned separate from the device. The sealed outflow graft bend relief was returned detached from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The driveline, serial number (B)(6) , was severed approximately 1.75¿ and 14.75¿ from the pump housing. The distal portion of the driveline, including the metal connector, was not returned. Continuity testing was performed on all segments of the driveline and all wires were found to be electrically intact. The clear bionate layers appeared unremarkable. Upon removal of the clear bionate layer, breakdown of the metal braided shield was noted approximately 5.00¿-6.00¿ and 10.25¿-10.50¿ from the pump housing. Visual and microscopic examination of the driveline revealed an area of damage on the black wire approximately 2.00¿ from the pump housing and an area of damage on the brown wire approximately 10.25¿ from the pump housing. The damage to the compromised wires appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield in these locations. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional breaches were observed. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The black and brown represent the two redundant wires that comprise phase 2 of the three-phase motor. If the exposed conductors of either compromised wire contacted the metal braided shield while the system was operating on a tethered power source (such as the mpu), the resulting electrical short to ground would have caused the low speed events reported by the account and observed within the submitted log file. The relevant sections of the device history records for (B)(6) and the percutaneous lead, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12feb2012. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed alarms, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook is currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline repair was reported in MFR. Report #2916596-2018-04030. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced low speed advisories. Log file review confirmed the advisories and technical services reported this could be potential issues with the percutaneous lead or something being passed through the pump. These issues only appeared to be occurring while the vad is connected to the power module. On (B)(6) 2020 the patient's vad speed was increased from 8800 rpm to 9000 rpm due to recent lower extremity edema. A repeat echo showed lvedd 5.8 with no more edema. The patient's lactate dehydrogenase was 280 u/l on (B)(6) 2020 and inr was at goal. The patient was admitted. The x-rays were unremarkable. The patient had a previous external percutaneous lead repair so another repair would not be possible as there was not enough remaining driveline. On (B)(6) 2020 the patient received a pump exchange to a heartmate 3 after exhibiting internal driveline damage.